Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint indicating that the v60 ventilator had a board malfunction, displaying an error code for oxygen unavailable. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A service engineer (se) evaluated the device and reported that the issue was confirmed. A visual inspection was performed, and the se noted that there was a data (data acquisition) board malfunction. The se replaced the data board to resolve the reported issue. The device passed inspection and testing and was returned to full functionality.